Event description:
Preoperatively, a foley catheter was inserted into the bladder. The balloon was filled with the prefilled syringe of normal saline after confirmation of urine in the clear catheter tubing. She did not test the balloon beforehand. She then went to secure the catheter and it was found to have fallen out of the urethra. The tip of the catheter and balloon were missing. No visible plastic pieces were seen in the patient's perineal area at that time. Two physicians were notified. The urology resident was also notified. Orders were received from the physician. The operation proceeded in normal fashion. The patient was incontinent. A large amount of urine was found on the operating room table, and no plastic remnants were seen at that time. The patient also denied pain at that time. Later that day, the patient voided in the bathroom. A urine strainer was utilized, and very small plastic pieces were seen by the rn. The patient was discharged home with a prescription for cipro 500 mg bid x five days and urine strainers. The patient will have a follow up with urology in five days. The manufacturer for the foley catheter was contacted by the rn, and she spoke with rep. The defective catheter will be retained by hospital until further investigation is complete.